Event description:
The surgeon attempted to implant the first cage and during positioning, the surgeon stripped the teeth on the gear of the implant. The gear was damaged because the inserter would not secure a proper hold of the cage. After several attempts, the surgeon was not able to obtain an ideal position and he removed the cage. The surgeon was unable to successfully implant two more cages due to the same problem described. A total of 3 cages were damaged in surgery resulting in the surgeon using another company's tlif cage system to complete the surgery. There was significant delay due to the failure of the inserter/implant. However, there was no pt harm documented and the pt is doing fine post-op.